Event description:
Reportedly, on (B)(6) 2011 follow-up, one vf episode showing noise detection was found in device memory (no therapy delivered). Noise could not be reproduced and normal follow-up was performed. On (B)(6) 2011, same observations were made. Patient said he was sometimes feeling stinging sensation around the chest. Ventricular sensitivity was re-programmed from 0.4mv to 0.6mv, and persistence was changed from 4 cycles to 6 cycles.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.